Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, patient complications occurred. The target lesion was located at a bifurcation of the left anterior descending artery (lad) and the second diagonal artery (dx). A high torque floppy wire was advanced to the dx branch. The physician direct stented with a 2.75 x 8 mm taxus liberte' drug eluting stent deployed in the ostial branch extending into the lad, causing the plaque to shift and partially occlude the lad. The physician attempted to reposition different guide wires, but was unsuccessful. In addition to the lad, the dx branch began to show some distal compromise. Due to this event, the patient was scheduled for non-emergent bypass surgery of the lad and dx. The patient was having chest pain; however, no EKG changes were noted. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.